Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. The patient resumed insulin delivery without issue and declined any follow-up from customer technical support, therefore no additional information was obtained.